Manufacturer narrative:
Device evaluation: the motion control box positioner was returned to the manufacturer for evaluation and confirmed the reported issue. During motion calibration it was noted x axis in both directions is choppy in movement. Y axis and z axes are smooth.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a positioner motion controller was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, during rotation the gantry of the imaging system was making noise and the gantry would not move. There was no patient present at the time of the issue.